Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted on (B)(6) 2015 with "no surgical contraindication." There was "less bleeding in the surgery" and "the implantation site of the lead was good" then checked with a CT scan after implant. However, 12 hours after surgery the patient experienced an "intracranial hemorrhage;" the patient had bleeding at their left frontal temporal parietal lobe. It was noted that "left frontal temporal subdural hematoma and spiders blood was possible." The patient's breathing was "restrained after surgery" and the patient experienced "intracranial hemorrhage and edema." Though it was noted the patient's "physician determined that the event was not related" to the manufacturer's product, the lead in the left side was explanted during an "emergency surgery for the intracranial hemorrhage/edema" on (B)(6) 2015. It was noted the patient was in a coma and the "hemorrhagic lesion was still in the brain" as of (B)(6) 2015. The patient's physician planned to administer "conservative treatment and general way of life support to maintain basic vital signs" with the patient. It was noted the "cause had been determined," though no further information was provided. Additional information was requested; a supplemental report will be filed if additional information is received.